Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient reported that they just had the implant put in on (B)(6) 2021, and they were driving home from the hospital.  They patient was trying to increase stimulation because they weren't feeling stimulation when they were laying down after the surgery, but they couldn't get their handset to connect to adjust stimulation.  They explained that they were still "loopy" when they were given instructions on how to use the device, and patient services notes that the patient still seemed to be under anesthesia as their speech was slurred when speaking to the patient.  The call was disconnected and patient services was unable to reach the patient when they tried calling the patient back. Additional information was received from the patient. They reported that at the hospital they were trying to see if they felt the stimulation. They told the field staff to leave it and they would mess with it when they got home. The patient said they were at a low setting and thinks they were at 0.4 ma, and wanted to know if it is ok to turn the stimulation up because they were not getting results yet. The patient said they had felt woozy the last couple days. They got really sick and was in the emergency room yesterday. Patient was dehydrated, and they gave them antibiotics and fluid. Patient had a raspy voice. Patient called the doctor's office to see if they could increase the stimulation. They talked to two different people and got two different answers. Patient was told a rep would be calling them about instruction's. Patient services explained the doctor usually is the one that determines when it is appropriate to be able to make therapy adjustments. Patient services told the patient I would send a message to the field staff to give them a call.